Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing which resulted in inappropriate atrial tachy response (atr) episodes. Additionally, the impedance measurements were less than 200 ohms. During the visual inspection, a lead fracture was noted. As a result, the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.